Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on tuesday (B)(6) dr (B)(6) revised an acetabular component from a previous superpath hip, dynasty pc shell. Pt had primary hip on the (B)(6) 2020, had later experienced groin pain. Dr reviewed, also had pt receive a second opinion. Not obvious that anything wrong but was thought maybe cup had moved. When we revised their was some micro motion and not obvious signs of bone ingrowth. Was revised to a different companies cup. (B)(4).